Event description:
Instrument became stuck on actual prosthesis. Bone tamp was used to remove the sleeve. While trying to remove sleeve, stem came with it. Was then cemented back into place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event. A complaint database search on the provided product code identified one similar report which was attributed to product wear out and misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.